Manufacturer narrative:
The suspect parts have been received by the manufacturer for evaluation. The battery connector cable failed visual inspection. J-7 connector showing electrical over-stress. J7 charger connector cable failed visual inspection. Connector showing electrical over stress. The reported issue was confirmed as visual inspection confirm battery charger 1 is electrically over-stressed. Leaking and discoloration of capacitors were found. The returned battery charger 2 failed visual inspection as the capacitors were leaking. All leds lit except 3 and test fixtures respectively failed. Bench and functional test failed. Some chargers had output voltages while others did not.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that j7 battery and charger connection cable was replaced and battery charger boards 1 and 2 were replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during planned maintenance (pm), the j7 cable had accidentally been pinched. There was no patient present at the time of the issue.